Event description:
It was reported that probe flaked apart in patient. All pieces were successfully recovered and procedure was completed without injury to the pt. The 90-s max was used to finish surgery.

Manufacturer narrative:
Additional info will be provided once investigation is completed.